Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material that remained in the device could not be identified. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿urf-p7, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿urf-p7, chapter 5 reprocessing the endoscope¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the uretero-reno fiberscope exhibited foreign material on bending section cover. There were no reports of patient involvement.